Manufacturer narrative:
(B)(4). The reported field event of loss of pacing was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the temporary loss of pacing was determined to be electrosurgery/electrocautery interference. (B)(4).

Event description:
It was reported that the patient presented in for device change out procedure. During procedure, the patient was asystolic for 30 seconds. The pulse generator was disconnected and an external device was used. The device was explanted and replaced. The patient was recovering post operation.

Manufacturer narrative:
Correction - should have been reported as (B)(6) 2008.